Event description:
The pump that was delivering heparinized saline for an arterial line kept saying "clutch/lever."====================== manufacturer response for syringe pump, medfusion 3500: still in the process of resolving this problem with the manufacturer.